Event description:
It was reported that the device sparked when it was plugged in. This event occurred during normal use. There was no patient involvement and no adverse consequences associated with this event.